Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the cause of the recharging issues has not been determined. However, the physician indicated that they would replace the battery, and place the new one not as deep. The device remains implanted in the patient at this time. A revision has not been scheduled to the rep¿s knowledge. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for spinal pain. The rep reported that the patient is unable to recharge their device. The rep tried helping the patient recharge, but they were unable to communicate with the implantable neurostimulator (ins) using the clinician programmer. They did not know if there were any contributing factors. The rep stated that the physician is going to replace the ins and revise the pocket. A replacement date has not been scheduled at this time but is planned. No further complications or patient symptoms were reported or anticipated.